Event description:
Event description guidant received information that an interrogation of the implantable cardioverter defibrillator (ICD) noted it had reverted to an eol (end-of-life) battery status and displayed a fault code indicating the device had become reset. Two manual capacitor reformations were performed and the battery status recovered to mol1 (middle-of-life).